Event description:
It was reported that the pt experienced numerous failures in the past six years. The pt had catheter complications including dislodgement, kink, and fracture requiring several revisions. The failures were attributed to scar tissue resulting from previous surgeries including catheter replacement. The pt also reported staph infection related to revision.